Event description:
It was reported that a caregiver attempted to pair a libre 3 plus continuous glucose monitoring sensor to the ilet after first connecting the sensor to the libre 3 plus mobile application, which resulted in a pairing failure because the sensor only connects to one device and requires a new sensor to initiate pairing with the ilet. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no interruption to therapy and the caregiver elected to start a new sensor. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that prior pairing to the manufacturer¿s mobile application prevented subsequent pairing to the ilet, which is consistent with expected device behavior. It was concluded that the event was due to user setup sequence and not a device malfunction.